Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
This emdr is being submitted for an unknown number of affected appliances from an unknown number of market units with unknown lot number. The end user reported that pouch seam edges were rough and the rough edges were all the way around the pouch. No photo is available at this time.